Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had reached explant indicator three days earlier. Upon review the device battery showed five months remaining four days prior and one and a half years remaining eight months earlier. Engineering analysis found that there were three charge times stored in the device that were over 15 seconds. The re-confirm charge times were under 15 second elective replacement indicator (eri) limit. It was advised that the capacitor charges may have caused a drop in battery voltage and replacement within the eri to end of life (eol) window was suggested. The field representative contacted the clinic and it was noted the patient would be scheduled at some point in the future for a change out procedure. At this time the crt-d remains in service. No additional adverse patient effects were reported.